Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump lead screw and mechanism make a lot more noise. Customer reported that when being rewound or preloading the cartridge, than when it was new. The plastic insert that the cartridge screws into had become loose no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.